Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield composite series skull clamp (a3059) was returned for evaluation. The reported complaint was confirmed from the evaluation. The index knob was turned past the lock position. Unit had the index knob turned past the lock line and the knob was locked into position. Upon getting the knob unlocked, it was noticed that the lock assembly had up and down movement. The unit needs repair, replacement of worn parts, general maintenance and cleaning. No further investigation is required based on the acceptability of risk and no adverse trends are identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the swivel lock on mayfield composite series skull clamp (a3059) would not turn. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.